Event description:
Pt presented for teeth extraction. Pt under general anesthesia. Oral surgeon using stryker tps/drill. The drill sounded different; however, was operational. During use, the hand held piece started getting warmer. There was a burn noted to pt's lower right lip - 2cm x 1.5 cm. The burned mucosa leaving submucosa exposed. Bacitracin with wet gauze applied to burn area. Pt discharged with instructions to treat site with bacitracin. Oral surgeon following up to determine if more treatment needed. Drill was immediately removed from or suite and given to materials mgmt. Materials mgmt contacted stryker rep to report event. Dates of use: 2009. Diagnosis: teeth extraction. Event abated after use stopped: yes.